Event description:
Rec'd notice of complaint concerning above product from product complaint form filed by facility. Director of nursing is reporting an event in which a leak occurred at the connection of the mainline tubing and the arterial drip chamber, allowing air to get into the extracorporeal system. The healthcare professional was unable to return the pt's blood due to the presence of the air. Spoke with director of nursing who reports that the leak occurred approx. 3.5 hrs into the treatment. The reported blood loss was approx. 200cc. The pt was reported as stable, no medical intervention or labwork required. Reports that the line was discarded on the day of the event, but companion samples are available. This is 1 of 3 complaints from this facility. Reference pir#9900157 & 9900158. A medwatch form was filed based on bloodloss only. A response letter and mailer have been sent to the facility.